Event description:
According to the reporter: during carpel tunnel repair (open) procedure while employing closing skin, the needle and thread broke. The surgeon stated that the needle did not seem durable, sharp, and suture site (closing of skin) was infected. Medical or surgical intervention was needed to treat surgical site infection. Patient status: alive with injury